Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "1.8 and 7.9 mmol/l" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2016, additional information was obtained from the reporter during a follow-up call. The reporter confirmed the patient had used a lot of alcohol to clean the puncture site at the time of the alleged inaccurate results.

Manufacturer narrative:
Additional information regarding this complaint was received from health (B)(4) on (B)(4) 2016. It was noted that the patient had been following the incorrect testing process by cleaning the puncture area with alcohol prior to testing when he obtained the alleged inaccurate results. Based on the additional information provided, there is no indication that the product malfunctioned, therefore complaint classification is being changed to ruled out.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.